Event description:
A caller reported experiencing a cgm error 42 related to their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided comprehensive information on resetting the pump, and guided the caller through the process. Following the pump reset, the error code did not reappear, and the caller was able to successfully start their sensor session. Upon follow up cts offered replacement pump due to cgm error multiple times. Customer accepted pump replacement.